Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. The customer stated that the glucose meter read high when she got to the emergency room. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. Found errors in the alarm history. Also found that the customer had not changed the infusion set for seven days prior to being hospitalized. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.